Manufacturer narrative:
Date of event: unknown. Medical device brand name: bd vacutainer® 9nc 0.5 ml- 0.105m buffered trisodium citrate blood collection tubes. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® 9nc 0.5 ml- 0.105m buffered trisodium citrate blood collection tubes didn't have labels on them.